Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as in the surgeon's opinion, the study device did not cause/contribute to the event. Based on the results from the product and batch history record, the lens met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A study investigator reported a patient with elevated intraocular pressure and sicca syndrome following an intraocular lens (iol) implant procedure. The elevated intraocular pressure resolved with treatment. In the surgeon's opinion the study device did not cause or contribute to the events.